Event description:
It was reported the valve was explanted due to one immobile leaflet. During the explant procedure, it was observed that there appeared to be pannus or thrombus present. The surgeon believed that it may have been an anticoagulation issue and he was not concerned with the valve's performance. A 19 mm biocor valve (model and sn unk) was implanted.